Event description:
It was reported that the duodenovideoscope was not sterile during a bariatric procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the user can prevent the suggested event by reprocessing the device in accordance with the reprocessing manual '5.5 manually cleaning the endoscope and accessories'. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.